Event description:
Leica biosystems received a complaint of overprocessed tissue. The leica biosystems field applications specialist (fas), investigating this event with the complainant, provided the following information, "on (B)(6) 2024, I was told by the supervisor that there was at least one case that was more than likely not going to be able to be diagnosed. It was confirmed on (B)(6) 2024, that two cases could not be diagnosed for sure." The fas also documented that re-biopsy has been recommended. Information regarding both the patient identifiers and the associated patient impact/outcome has not been provided to leica biosystems. Multiple attempts were made to obtain this information from the complainant; however, as of (B)(6) 2024, leica biosystems has not received information as to either the patient identifiers of the patient tissue samples involved in this event or the patient impact/outcome.